Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of cerebrovascular accident (stroke), as listed in the xience v everolimus eluting coronary stent system instructions for use is a known patient effect associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that post xience v stenting procedure of a proximal right coronary artery, on (B)(6) 2011, approximately 22 months later, in (B)(6) 2013, the patient had difficulty walking and went to another hospital. The patient had a head computed tomography (CT) which diagnosed a cerebral infarction (stroke). Unspecified medications were given as treatment. This was listed as unknown relationship to both the xience v stent and to the procedure because the site was unable to obtain the information from the outside hospital facility. There was no additional information provided.